Event description:
An allegation from an attorney indicated the patient died approximately two and one half years post implant of the right ventricular (rv) lead which was explanted. It was also noted the patient suffered mental anguish and extreme physical injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted the proximal conductor had blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer tubing overlay cosmetic environmental stress cracking, outer insulation breached cut, blood in/on helix/lobe mechanism, and apparent explant damage.